Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the patient's blood as instructed in the user's guide. The product was not available for evaluation. The actual cause of the alarm cannot be determined. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. Rinseback was not performed as directed in the user's guide, resulting in an estimated blood loss of 60cc. No medical intervention was required.